Event description:
It was reported that the patient underwent a right-sided transforaminal lumbar interbody fusion at l4-l5 and l5-s1; posterior spinal fusion with rhbmp-2/acs and an interbody device. The patient allegedly developed ectopic bone growth onto or around the psinal cord or the spinal nerves. Reportedly, the bone growth compressed the spine nerves and resulted in "extreme and debilitating pain in the legs and back."

Manufacturer narrative:
Additional information: pt info.

Event description:
It was reported that on: (B)(6) 2009: patient presented with pre-operative diagnosis of l5 retrolisthesis on s1, l4-5 and l5-s1 internal disc derangement, l4-5 and l5-s1 stenosis and intractable back and lower extremity pain and underwent following procedures: right sided tlif (l4-5 and l5-s1). Left sided transpedicular exposures for neural decompression l4-5 and l5-s1. Posterior segmental instrumentation with bilateral percutaneous pedicle screws at l4 ,l5 and s1. Placement of inter-body device at l4-5 and l5-s1. Posterior spinal fusion(l4-5 and l5-s1). Harvest of local bone graft. Indications: patient has a history of previous right l5-s1. Decompression. Patient has had progressively worsening back and lower extremity pain. Diagnostic studies included x-rays and MRI. X-rays show severe disc space narrowing at l5-s1 with a retrolisthesis of l5 on s1. His MRI shoe desiccation of at l4-5 and l5-s1. He also has generalized disc bulging with central protrusions at each of these levels. He has sub-articular narrowing at both levels and severe neural foraminal narrowing at l5-s1. Per operative notes : "tlif was performed. The annulus of the l5-s1 disc on the right was exposed by retracting the dura medially and protecting the exiting nerve root. Annulotomy was made with a 15 blade. The disc was removed with a combination of curettes and pituitaries. During the procedure the scissor jack was implemented to distract the disc space. Distraction was held by tightening the set screw of the left s1 pedicle screw. Upon completion of the discectomy, sizing was performed and the appropriately sized interbody device was selected. Local autologous bone was packed anteriorly in the disc space along with a pledget of bmp. The 12 x 32 millimeter device itself was then inserted which had been filled with bmp along with some more local bone autograft. The device was recessed several millimeters past the posterior aspects of the l5 and s1 vertebral bodies. The bmp was used in the interbody space. Next similar sided transpedicular exposure, transforaminal lumbar interbody fusion with a 14 x 32 millimeter device and posterolateral fusion was performed at l4-5 on the right. After completion of the transforaminal lumbar interbody fusions and posterolateral fusions, the right sided screws were inserted using c-arm guidance." No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.